Manufacturer narrative:
It is indicated that the device will not be returned for evaluation, therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. Additional suspect medical device components involved: product family: scs-linear leads-MRI, upn: (B)(4), model: sc-2408-56, serial: (B)(4), batch: 21165627. Product family: scs-extension: upn: (B)(4), model: sc-3138-35, serial: (B)(4), batch: (B)(4). Product family: scs-extension: upn: (B)(4), model: sc-3138-35, serial: (B)(4), batch: (B)(4).

Event description:
A report was received that the patient presented with a fever for several days after the trial procedure. The physician took a culture and found aureus infection. The physician decided to explant the device and administer antibiotics. Patient was doing well post operatively.